Manufacturer narrative:
Device is combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00x28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered in a tortuous area right before the target lesion and the device was unable to cross the lesion. The device was removed and pre dilation was performed. The device was re-advanced but still severe resistance was felt. When the device was removed, it was noted that the mid portion of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.